Manufacturer narrative:
The user's report contained the following statement: "the product's power module design is unreliable, with a high accumulation of dust inside." The ufr was the only source of information - dräger was not involved in any follow-up measures after occurrence of the event and was unable to obtain further information. The statement given hereinafter is thus based on experience with interpretation of the written description and not the result of a case-specific evaluation. The device is equipped with an internal battery to cover mains power losses - with a fully charged internal battery in good condition, operation can be continued for at least 30 minutes. From the aspect that there was a complete shut-down observed, it can be derived that neither operation on mains supply nor on battery was possible. The internal battery is subject to wear and tear and has to be inspected regularly; the recommended exchange interval is 2 years. The concerned device is almost 4 years old, and the user facility is providing preventive maintenance on own behalf and responsibility ¿ it is not known to dräger when the last battery replacement was provided if ever. The reason for the loss of mains power cannot be conclusively determined - it could have been an infrastructure problem (issue with the hospital's power supply network) or related to component malfunction inside the device. There is however an indication in the user's report that lack of preventive maintenance has caused a temporary shut-down of the power supply for safety reasons. The device monitors the internal temperature to prevent from overheating of components and to avoid that the breathing gas temperature becomes too high. When the internal temperature reaches a certain level, the supervisor software switches the power supply off temporarily to allow it to cool down. But when the device was put into operation with a worn battery, there is no back-up energy source available, and the device operation cannot be continued; it will shut down. The device has openings in the housing through which it takes in ambient air for cooling. These openings are equipped with dust filters which have to be replaced on a regular base. The observed high accumulation of dust inside the power supply can be an indication that no dust filters at all or no original ones were installed; it is plausible that the dust accumulation inhibits the heat dissiptation and causes overheating resulting either in overheating and safety shut-down or in component damage and complete function loss. Appropriate measures to prevent from events like this are in place ¿ the IFU emphasizes that the internal battery is an important fail-safe mechanism, and that part of the daily pre-use check shall be a verification step that the internal battery is available as a back-up energy source. Dräger finally concludes that the reported issue does not incorporate a single fault condition and that lack of preventive maintenance and use error were the major contributing factors in the event.

Event description:
It was reported that the device suddenly shut down during use and could not be powered back on anymore. As per report, the device was replaced in a controlled maneuver; no health consequences for the patient have occurred.